Manufacturer narrative:
No damage to battery tube area. Unit received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.